Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/22/2021. Additional h3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that a paper lid, a winding former with a undispensed suture piece and a used needle of product code y305h was received for evaluation; in the used needle the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the body and the edge of the needle that appears to be by the use of a surgical instrument. In addition, an end of the suture was cut appears to be by use of the surgical instrument. The condition of the sample received indicate an improper handling of the device. The manufacturing records couldn¿t be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? No further information is available. How many minutes was the procedure delayed? No further information is available. Lot number? No further information is available. Robot surgery. The needle was removed without losing sight of it. The patient is no problem. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic total prostatectomy on (B)(6) 2020 and suture was used. During continuous suturing on the urinary duct, the needle was detached from the suture in the abdominal cavity. It was not a control release needle. The needle was removed without losing sight of it. There were no adverse consequences to the patient. No additional information was provided.